Manufacturer narrative:
The device history record (DHR) was reviewed on 8/1/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with a mentor siltex round moderate profile 250 cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure as per visual examination. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
On 9/11/2018, mentor was informed that the patient underwent excision of an intramuscular deep left shoulder mass more than 5 cm and bilateral breast implant removal on (B)(6) 2018 with no replacements. Explantation date: (B)(6) 2018. On 10/9/2018, mentor was informed that the shoulder mass was not related to the implant, however, the surgical procedure addressed both issues. There was a significant amount of mucous, serous fluid inside the left breast capsule that was cultured and sent to pathology. The results were moderate acute inflammation and no malignancy. Patient codes: 2069. Conclusion codes: 4315. The mentor failure analysis lab received the device for evaluation on 9/17/2018. Device evaluation summary: the device was received at mentor without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.6 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. The device history record ( DHR) of lot number 6838033 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Seroma is a known complication associated with this surgery and is referenced in our current product insert data sheet. Concomitant products: right mentor siltex round moderate profile 250cc saline prosthesis, catalog: 3542635, serial number: (B)(4), lot: 6838033. Manufacturer¿s reference number: (B)(4).